Event description:
The complainant reported that an automated impella controller (aic) error appeared during impella rp flex support to a patient. The staff was walked through an aic-to-aic transfer in response to the failure. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Data analysis: the case associated with the reported complaint was initiated on april 20, 2025, with pump 521361. During the support on the complaint date, april 22, 2025, the console displayed ¿controller error (loss of comm (pbm1)) ¿ alarm,¿ event #1023, and the log recorded a continuous powermod_1 communication issue. This confirms the reported failure mode. Device analysis: this console was tested after arriving at fs. Visual inspection confirms corrosion on the pbm. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Note: failures of this type will be monitored for trends. (B)(4) was opened in response and was escalated to (B)(4). (B)(4) was opened in response. Root cause: the root cause of the controller error was pbm corrosion due to the leakage of electrolyte from the battery failure alarm supercapacitors. Ad hoc task: before returning this console (ic2572) back to the customer, fs was instructed to perform the following, replace the front panel optical connector (0042-2750) due to debris. Replace the pbm (0042-1125) due to the corrosion. Perform sections 18, 19, 20 and 23 of the pm procedure (0042-7309). Perform a full functional check (0042-7316). Return the original pbm back to the engineering for further analysis.